Manufacturer narrative:
An event regarding an damage (deformation) involving a universal driver shaft hexalobular screwdriver tip was reported. The event was confirmed. Method & results: device evaluation and results: visual inspection revealed the hexalobular driver tip is deformed. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: a device history review confirmed all devices accepted into finished goods conformed to specification. Complaint history review: a complaint history review confirmed there has been one other event for the lot referenced. Conclusions: visual inspection revealed the hexalobular driver tip is deformed. The investigation found that the failure mode is observed when the driver is over torqued, the driver tip wears excessively due to repeated use of the driver, or when the driver tip is angulated extremely within the screw head during use.

Event description:
The surgeon noticed the deformation of the tip of the screw driver before use in the medical procedure. Spare product was used instead of it and the procedure was completed.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The surgeon noticed the deformation of the tip of the screw driver before use in the medical procedure. Spare product was used instead of it and the procedure was completed.